Event description:
It was reported on (B)(6) 2015 that the patient was referred for lead replacement surgery for an unknown reason. It was later made known on (B)(6) 2015 that high impedance was registered on the patient's vns system and the patient also experienced an increase in seizures. X-rays were taken and were reported by the physician to be unremarkable. No known surgical interventions have occurred to date.

Event description:
Follow-up with the neurologist's office revealed that the facility does not maintain imaging records.

Event description:
It was later reported that the patient's device was disabled due to the high impedance.